Event description:
The customer reported that the system was unable to display a fluoroscopic image. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv tank and igbt board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.